Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the device was replaced on (B)(6) 2017 for a nonrechargeable device. The patient stated they were having issues getting more than 50% charge on the ins. The patient would sit for 2 hours and couldn't get it changed. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had a rechargeable ins from 2014 to july 2017 which was difficult to charge. They spent hours waiting for it to recharge until it became a chore. They device changed to a ¿regular¿ battery in (B)(6) 2017 and was much happier. There were no further complications reported or anticipated.